Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The cause was unknown. The patient was treated with injection tobramycin (40 mg, route, duration, and frequency not reported), injection reflin (1g, route, duration, and frequency not reported), heparin (25000 iu in 5 ml, three times a day, route and duration not reported), injection fortum (1g, daily, route and duration not reported), and injection vancomycin (2g, every 5th day, route and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 1 of 3.